Manufacturer narrative:
A review of the analyzer service history identified no contributing factors to the current complaint. Return testing was not completed as returns were not available. There have been no further occurrences of discrepant results after this complaint was received. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect immunoassay platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. Results provided: 0.011 / 0.030 / 0.008 / 0.012 / 0.007 ng/ml. Normal range: 0-0.028 ng/ml. No impact to patient management was provided.